Event description:
Map shift occurred during a procedure. The system did not give any error message. The map shift may have been related to some patient movements. The user had to create a new map. The same catheter was used for both maps. No patient injury was reported.

Manufacturer narrative:
.